Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server was taking 8 to 9 minutes when a pull occurred from a non-profile machine for the order to go from pyxis to the interface engine to create orders within the electronic health record (ehr.) The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section e initial reporter occupation, section g report source upon investigation of the actual device used in this incident, it was determined that the medication was removed on a non-profile machine, and it was taking several minutes on some orders to come across to electronic health record (ehr) for administration. A technical support specialist (tss) dialed into the station and reviewed the data synchronization logs, and no errors were found. Then accessed the application server to check the medication inventory and ran the external outbound message query. The server had sent the transaction message, but it was received late due to a time discrepancy. The station was found to be five minutes behind the server. Tss corrected the station time to match the server time. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server was taking 8 to 9 minutes when a pull occurred from a non-profile machine for the order to go from pyxis to the interface engine to create orders within the electronic health record (ehr.) The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.